Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power-intermittent (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/23/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings:a review of the pump black box data revealed no unexplained pump reboots to support power loss. During a visual inspection of the pump, the battery compartment was observed to be cracked in three places with evidence of moisture ingress inside. During testing, the battery cap did not secure properly to the pump to maintain power due to damaged cap threads; the complaint of intermittent power was duplicated. The pump was exercised for 24 hours with a test cap, and no power interruptions were observed. A leak test was performed and failed due to a leak at a battery compartment crack. The pump case was removed, and no further evidence of moisture ingress or damage was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.